Event description:
During a revision to address loosening of a competitor's femoral stem, poly wear was also found on the depuy acetabular liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer femoral hip stem. Event: this was used in conjunction with depuy product in this patient.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. However although the product was not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. It has also been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.